Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 74 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Prior to the pump placement the patient was supported by inotropes, vasopressors, and a vent for respiratory needs. Other underlying medical history was not shared. The cp was supporting the patient when the team diagnosed hemolysis. There was urine color change observed in the foley catheter and labs were hemolyzed. The team explanted and escalated to a 5.5 impella pump after 11 hours of support. The patient survived and was supported by the 5.5 pump til wean and explant. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
Hemolysis/mechanical interaction with blood: the cause of the issue was not established as no product or logs were returned and insufficient clinical information was provided.

Event description:
Clinical narrative: (updated 2026-6-1). Further clinical details have been forwarded regarding the hemolysis. The pump placement was not optimal but, not the only contributor to the hemolysis. The pump was repositioned away from the mitral but still the hemolysis remained. An impella cp was inserted via the femoral artery to support the 74 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Prior to the pump placement the patient was supported by inotropes, vasopressors, and a vent for respiratory needs. Other underlying medical history was not shared. The cp was supporting the patient when the team diagnosed hemolysis. There was urine color change observed in the foley catheter and labs were hemolyzed. The team explanted and escalated to a 5.5 impella pump after 11 hours of support. The patient survived and was supported by the 5.5 pump til wean and explant. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
B5 narrative was updated. Section d4 primary UDI number has been updated.

Manufacturer narrative:
Section d4 catalog number was corrected. Section d4 serial number was corrected.